Manufacturer narrative:
The field service engineer (fse) was dispatched twice. On the first visit on (B)(4) 2014, the fse replaced the ise reference valves. The issue continued so the fse visited the site again on (B)(4) 2014. He confirmed that customer was getting low or zero results for the ise. The fse replaced the sample probe and syringe, verified all alignment, verified no bubbles were being generated or going through the flow cell and primed the system thoroughly. The fse performed calibration and ran qc. Calibration passed with good slope recovery. The manufacturer reference numbers for this event are (B)(4).

Event description:
A customer reported to hotline having continuous ise issues with their au5811 analyzer. She stated seeing very low ise results with "g" flags, indicating the results were below the assay dynamic range. The customer stated that patient results were erroneous. When repeated, the results were "normal" or expected. She confirmed that no erroneous results were released from the lab and there was no change to patient treatment associated with this event.